Event description:
It was reported that during clinic follow up, the right atrial (ra) lead exhibited oversensing noise resulting in mode switch. The ra lead was explanted and replaced with new lead on (B)(6) 2024. The patient had no consequences from the procedure.